Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery lasts less than expected, the pump has wear and tear, and a low insulin level in reservoir. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the history files reveals during (B)(6) 2024 there were three (3) low battery alerts (B)(6) 2024, a change battery fault (replace battery) alert (B)(6) 2024), an off-no power (replace battery now) alarm (B)(6) 2024, and a batt out limit (power loss) alarm (B)(6) 2024. There were no excessive or unusual power/battery related alarms noted in the history files. Additionally, during june 2024 there were twelve (12) low reservoir alerts generated (B)(6) 2024. Set the low reservoir reminder alarm for (B)(4) units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (B)(4) units. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 16.2 units left. Programmed an additional 15-unit bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. The pump was cut open for a visual inspection. No evidence of damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, and pillowing keypad overlay. Cosmetic damage (wear and tear) on the pump is confirmed. Excessive low battery alerts anomaly is not confirmed. Low reservoir anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.